Event description:
It was reported that during a lap hysterectomy procedure, the positive electrode has broken down during his normal use of enseal. Procedure was completed with the same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device a was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. The device b was received with the electrode broken off from the instrument and not returned; and with the ceramic cracked but sections are still bonded to the lower jaw. As the electrode was broken off, the device could not be functionally tested. The instrument was disassembled and evidence of electrode was found on the active rod.

Manufacturer narrative:
(B)(4). Device c was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. We are investigating a lack of adhesive robustness along the surface of the ceramic, which could lead to adhesion failure. Device c batch h92g08; mfg date 10/19/2011; exp date 9/19/2013.